Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8578 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2015; explant date (B)(6) 2025 brand name ; product ID 8598a (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2010; explant date (B)(6) 2025 brand name indura; product ID 8709sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2010; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving an u nknown drug via an implantable pump. It was reported that the patient started having return of pain several months ago. During the refill, there was also a discrepancy in the amount of drug remaining in the pump. The remaining drug was much higher than it should have been. The catheter and pump were replaced. The old pump was removed and the old catheter cut in the pump pocket and tied off. A new catheter was implanted in the intrathecal space, avoiding the previously placed catheter, and was then tunneled to the pump pocket. Cerebrospinal fluid (csf) flow was confirmed at the end of the catheter and was connected to the new pump. Csf was aspirated through the catheter access port. The issue was resolved at the time of the report.

Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. D10: product ID: 8578, lot#serial#: (B)(6), implanted: on (B)(6) 2015, explanted: on (B)(6) 2025, product type: catheter, product ID: 8598a, lot#serial#: (B)(6), implanted: on (B)(6) 2010, explanted: on (B)(6) 2025, product type: catheter, product ID: 8709sc, lot#serial#: (B)(6), implanted: on (B)(6) 2010, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.